Manufacturer narrative:
The manufacturer reviewed software data logs for analysis. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. No device/components were returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the registration task of a sacroiliac and thoracolumbar procedure, a 3d spin stopped unexpectedly which resulted in reconstruction that was not usable as the images that were half white. The site repeated the 3d spin and that spin was successful. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.